Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose (bg) level was 400 mg/dl and when tandem technical support was contacted, the bg level was no longer high. The customer was unable to clear the alarm.